Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced urine odor, hematuria, urinary leakage, bowel leakage, vaginal discharge, infections, pelvic/vaginal pain and dyspareunia.